Event description:
The physician was placing a radial line in a premature infant using the pressure monitoring tray. While the actual catheter was initially able to be flushed upon successful placement within the artery, the physician was unable to draw blood, flush the catheter, or transduce a pressure wave. The physician removed the catheter and tried to flush it externally. At that point an approx 1cm soft, clear, gel-like plug came out of the catheter. Fortunately, the infant still has a normal pulse in that artery, there was normal back-bleeding when the catheter was removed, and there is at this point no discoloration of the fingers so the physician does not feel that any piece of this clear gel plug was actually flushed into the infant. Unfortunately, this was a very unstable infant, and at this time, the physician does not have arterial access as the other radial artery is not available for access and placement in the posterior tibial arteries was not successful.

Manufacturer narrative:
(B)(4). Event eval: still under investigation.